Event description:
It was reported by the "ord" the device was used during a colon resection. It was reported the primary surgeon and a second surgeon placed the anvil and the trocar of the device together. The circular stapler was fired and cut, but no staples were placed. The donuts were checked and no staples were found. Another device from the same lot was pulled and fired without difficulty. There was no consequence to the pt.